Manufacturer narrative:
The device was not returned for analysis as the device was contaminated; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure the laa was approached using a was and a pigtail catheter. Heparin was administrated after puncture of the right groin and the first activated clotting time (act) was 163 seconds, it was measured prior to heparin administration. When the pigtail catheter was removed to allow the insertion of the closure device, a thrombus was observed on the loop portion of the pigtail catheter. Although the act was sufficiently prolonged at 393 seconds, an additional 2,000 units of heparin were administered intravenously. Flushing within the was was performed under transesophageal echocardiography (tee) guidance, and no abnormal findings were observed. The closure device was implanted as planned, and the procedure was completed.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure the laa was approached using a was and a pigtail catheter. Heparin was administrated after puncture of the right groin and the first activated clotting time (act) was 163 seconds, it was measured prior to heparin administration. When the pigtail catheter was removed to allow the insertion of the closure device, a thrombus was observed on the loop portion of the pigtail catheter. Although the act was sufficiently prolonged at 393 seconds, an additional 2,000 units of heparin were administered intravenously. Flushing within the was performed under transesophageal echocardiography (tee) guidance, and no abnormal findings were observed. The closure device was implanted as planned, and the procedure was completed.